Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started to end fire at 5,156 joules and 34 seconds of use. The procedure was completed with a second fiber. There was no report of injury to the patient.

Manufacturer narrative:
Added other relevant history, device available for evaluation updated, patient code corrected, device evaluated by manufacturer updated, evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 01:28 pm CT.the report number is being corrected from: 2937094-2018-60196to: 2937094-2018-60032

Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started to end fire at 5,156 joules and 34 seconds of use. The procedure was completed with a second fiber. There was no report of injury to the patient.